Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank. Battery and battery cap were changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. The blank screen was not duplicated. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed and was leaking.